Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, the pump had a battery life issue, the battery compartment had moisture ingress present and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 02/14/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission: 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the battery compartment was cracked on the side from the threads to the cover. Corrosion was observed in the battery compartment. The pump's black box history showed no evidence of short battery life. The battery voltages in the black box were within normal specifications. The pump's current draws were measured within specification. There was no further evidence of moisture corrosion on the internal components of the pump.